Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was implanted in the pancreatic duct to treat a pancreatic tumor during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the stent was kinked. The procedure was completed with another of the same device. There was no patient complication reported as a result of this event. The patient condition following the procedure was reported to be stable. Additional information received on october 17, 2024. Patient information was provided.

Manufacturer narrative:
Block e1: the initial reporter's healthcare facility name is (B)(6); reported here as it exceeded the character limit. Block b5 has been updated with the additional information received on october 17, 2024. Block h6: imdrf device code a0406 captures the reportable event of pancreatic stent kinked.

Manufacturer narrative:
Block e1: (B)(6) hospital; reported here as it exceeded the character limit. Block h6: imdrf device code a0406 captures the reportable event of pancreatic stent kinked.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was implanted in the pancreatic duct to treat a pancreatic tumor during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the stent was kinked. The procedure was completed with another of the same device. There was no patient complication reported as a result of this event. The patient condition following the procedure was reported to be stable.